Event description:
Event verbatim [preferred term] applying the self-heating wrap I got burned/neck burn with formation of a bubble [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare fascia autoriscaldante - flexible use), device lot number: t92322 12/15, expiry date: nov2020 00:04, from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient applied the self-heating wrap and got burned on an unspecified date. She turned to her doctor. Neck burn with formation of a bubble. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] got burned/neck burn with formation of a bubble/suddenly I was feeling an intense pain in the cervical area [burns second degree] , I was preparing to remove the patch that had exploded and burned my neck [device breakage] , read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse] , . Case narrative:this is a spontaneous report from a contactable consumer. A 40-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: t92322 12/15, expiry date: nov2020 00:04, from 20dec2018 to 25dec2018 for 3 hours per day, once time daily for cervical pain following an accident. The patient medical history included sensitive skin. The patient's skin tone was classified as very light or fair and did not have any abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition. There were no concomitant medications. The patient did not have previously used thermacare, or other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient applied the self-heating wrap and got burned. The patient stated suddenly she was feeling an intense pain in the cervical area and she was preparing to remove the patch that had exploded and burned her neck. She turned to her doctor. Neck burn with formation of a bubble. Burn with bubble started on (B)(6) 2018 at 08.30 pm lasted 7 days. The patient attached the adhesive to body, and were wearing thermacare for 3 hours; did not engage in exercise while using the product (for example, running, bicycling). The patient read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare in (B)(6) 2018. The patient consulted a healthcare professional for the problems/symptoms. There was no treatment or recommendation given. Patient was not hospitalized, did not receive treatment in response to the event neck burn with formation of a bubble. The action taken in response to the event for thermacare heatwrap was permanently discontinued on (B)(6) 2018. The outcome of the events was resolved. Follow-up (16feb2019): new information received from a contactable consumer includes: patient age, suspect product details (including trade name updated to thermacare neck, shoulder & wrist, start date, stop date, frequency and indication), medical history, deny of concomitant medications, event details (including additional events preparing to remove the patch that had exploded and burned her neck and read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare, event onset date, deny of hospitalization and treatment for event neck burn with formation of a bubble, and event outcome), and action taken. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device breakage, and intentional device misuse as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, device breakage, and intentional device misuse as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
According to the product quality complaint group on 20feb2019: pfizer quality assurance manager consumer healthcare, thermacare colleague stated as follows: the following complaint was received under the sub-class "damage/leakage". This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Investigation summary: the root cause category is non assignable (complaint not confirmed). The sample is not available for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This complaint was not confirmed as a cell damaged/leaking occurrence. If confirmed the complaint could be a malfunction with the heat wrap and potentially cause a skin burn. The severity level is s3 per rpt-74091 "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp", version 1.0, effective date: 09/28/2018. Safety is notified of s3, s4 and s5 per sop-58303 "processing consumer complaints", section 7.4, version 10.0, effective date: 11/15/2018. According to the product quality complaint group on 21feb2019: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "got burned". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant h.

Event description:
Got burned/neck burn with formation of a bubble/suddenly I was feeling an intense pain in the cervical area/ small burn lesion in the nuchal region [burns second degree], I was preparing to remove the patch that had exploded and burned my neck [device breakage], read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare [intentional device misuse]. Case narrative: this is a spontaneous report from a contactable consumer. A 40-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), device lot number: t92322 12/15, expiry date: nov2020 00:04, from on (B)(6) 2018 for 3 hours per day, once time daily for cervical pain following an accident. Medical history included sensitive skin. The patient's skin tone was classified as very light or fair and did not have any abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition. There were no concomitant medications. The patient did not previously used thermacare, or other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). The patient applied the self-heating wrap and got burned. The patient stated suddenly she was feeling an intense pain in the cervical area and she was preparing to remove the patch that had exploded and burned her neck. She turned to her doctor. Neck burn with formation of a bubble. Burn with bubble started on (B)(6) 2018 at 08.30 pm lasted 7 days. The patient attached the adhesive to body, and were wearing thermacare for 3 hours; did not engage in exercise while using the product (for example, running, bicycling). The patient read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare on (B)(6) 2018. The patient consulted a healthcare professional for the problems/symptoms. There was no treatment or recommendation given. Patient was not hospitalized, did not receive treatment in response to the event neck burn with formation of a bubble. On (B)(6) 2018 the patient was seen by her doctor who found a small burn lesion in the nuchal region. The action taken in response to the event for thermacare heatwrap was permanently discontinued on (B)(6) 2018. The outcome of the events was resolved. According to the product quality complaint group on 20feb2019: pfizer quality assurance manager consumer healthcare, thermacare colleague stated as follows: the following complaint was received under the sub-class "damage/leakage". This is a potential device malfunction s3-skin burn- per rpt- 74091 bridging pfizer hal severity numbers applied in the thermacare heatwrap rmp, effective 28-sep-2018, version 1.0. Investigation summary: the root cause category is non assignable (complaint not confirmed). The sample is not available for evaluation, the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. This complaint was not confirmed as a cell damaged/leaking occurrence. If confirmed the complaint could be a malfunction with the heat wrap and potentially cause a skin burn. The severity level is s3 per rpt-74091 "bridging pfizer hal severity ranking to severity numbers applied in the thermacare heat wrap rmp", version 1.0, effective date: 09/28/2018. Safety is notified of s3, s4 and s5 per sop-58303 "processing consumer complaints", section 7.4, version 10.0, effective date: 11/15/2018. According to the product quality complaint group on 21feb2019: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "got burned". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (16feb2019): new information received from a contactable consumer includes: patient age, suspect product details (including trade name updated to thermacare neck, shoulder & wrist, start date, stop date, frequency and indication), medical history, deny of concomitant medications, event details (including additional events preparing to remove the patch that had exploded and burned her neck and read the usage instructions on thermacare before she used the product, but did not check her skin under the product while wearing thermacare, event onset date, deny of hospitalization and treatment for event neck burn with formation of a bubble, and event outcome), and action taken. Follow-up (20feb2019, 21feb2019, 21feb2019, 22feb2019): new information received from the contactable consumer (patient) who provided medical certificate signed by her physician includes: event data (verbatim small burn lesion in the nuchal region added to burn blister event). Additional information includes new information received from product quality complaint group includes investigation results. Follow-up attempts completed. No further information is expected., comment: based on the information provided, the events of burns second degree, device breakage, and intentional device misuse as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.